Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of perforation ('migration/perforation') in an adult female patient who had essure (batch no. D19888-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("essure procedure but only one side occluded, other essure coil was expulsed") and pelvic pain ("pain,"). The patient was treated with surgery (laparoscopic tubal fulguration). At the time of the report, the perforation, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, pelvic pain and perforation to be related to essure. The reporter commented: insertion details: left ostia with 4 trailing coils, right ostia with 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: impression: patient right fallopian tube without evidence of right essure wire. The left fallopian tube is obstructed. Lot number reported (d19888) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is invalid). On 7-nov-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure (batch no. D19888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("essure procedure but only one side occluded, other essure coil was expulsed") and pelvic pain ("pain,"). The patient was treated with surgery (laparoscopic tubal fulguration). At the time of the report, the perforation, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, pelvic pain and perforation to be related to essure. The reporter commented: insertion details: left ostia with 4 trailing coils, right ostia with 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: impression: patient right fallopian tube without evidence of right essure wire. The left fallopian tube is obstructed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.